Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was failed. A field service engineer (fse) found that drawers 4 and 5 were configured as supply drawers, but the pyxie bus connectors were pulled out and not secured, allowing partial contact with the matrix drawer controller board connectors. This caused shorting and resulted in failures, secured the pyxie bus connectors by zip-tying them to the pyxie bus cable to prevent contact with the drawer controller board connectors. Successfully inventoried both drawers and confirmed normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.1 failed. The customer attempted a recovery and restart, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.